Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient had a battery put in a few months prior to the report. The manufacturer's representative (rep) programmed the patient for 2 programs he liked and was very easy to use. Then, the patient went in for a doctor's checkup and a different rep showed up and ruined the patient's life. The patient stated the rep messed up the device. All the rep had to do was the reprogramming and add extra programs and then install a thing where when the patient laid down the stimulation did not change. It sucked and the patient had not used the spinal cord stimulator (scs) since he did all of this a few months ago. It was horrible as it just shut off whenever it wanted and then would not turn off. This was the most horrible thing as the patient just suffered now. The patient went in for another surgery on (B)(6) 2016 and tried to make an appointment with the original rep. The patient then noted he guessed he would just let the thing die inside him as he could not use it anymore. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient stated that they suffered every day and could not use their scs. The patient indicated that the device would remain in the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that stimulation was ¿screwed up¿ at a reprogramming session, and described adaptive stimulation. The patient hated it and stopped using stimulation, and now was in an over discharged state and had not charged in over 8 months.

Event description:
Additional information was received from the patient that reported no actions had been taken to resolve the issue. The patient had not received a call back after their last appointment.

Event description:
Additional information was received from the patient. It was reported that the patient had the stimulator for approximately five to six years and was doing great until he needed a new battery in the fall of 2015. After getting the new battery, the patient meet with a manufacturer representative (rep) who adjusted it and set all the patient's programs which was okay for a few weeks then the patient needed help with it and setting a new program. After contacting the rep who was no longer in the patient's area, a different rep met with the patient at a doctor's office. The patient was dissatisfied with the programming done by this rep, including the thing that was supposed to help when the patient lied down, but actually made it worse once the patient got home. After a few weeks the patient could not really turn the stimulator on; it was messed up. The patient tried several times to get help via phone and email but no one would return his messages. The patient was in agony as he could not use the stimulator anymore or even turn it on. The patient mentioned a possibility of explant. It was noted that the patient's injury left him with a fused spine five levels, a double fused foot, a surgically repaired elbow, and knee reconstruction. The patient had been living in agony and was unable to function. It was noted that the stimulator already died inside of the patient.

Event description:
Additional information was received from a consumer regarding the patient that reported that the patient¿s recharging equipment had been stolen. He was currently working on getting it replaced. The patient sees his pain management physician every few weeks for his pain and gets injections. The patient has an appointment with his health care provider on (B)(6) 2017 and requested to have a manufacturer representative meet with him so that he ¿doesn't have to suffer another year.¿